Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. A functional evaluation of the returned device could not confirm the stated failure mode. The device functions as intended. The clinical/medical evaluation concluded that this case reports the breakage of the peri-loc large screwdriver handle during use inside of the patient. However, it is unknown if there are broken pieces that were not recovered from the patient. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the root cause of the reported peri-loc large screwdriver handle breakage could not be determined. The peri-loc screwdriver handles are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possibility of micro-motion and/or migration and local irritation/discomfort cannot be determined. Per report, surgery was resumed, without any delay, with a smith & nephew back-up device. Patient was not injured as consequence of this problem. Therefore, no further medical assessment can be rendered at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during trauma surgery, a peri-loc large screwdriver handle broke inside the patient. Surgery was resumed, without any delay, with a smith & nephew back-up device. Patient was not injured as consequence of this problem.